Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. At a later date, the ipp cylinders and pump were explanted and replaced with new components. The reservoir remained implanted. During the explant, it was determined that the left cylinder was ruptured. There were no patient complications reported.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. At a later date, the ipp cylinders and pump were explanted and replaced with new components. The reservoir remained implanted. During the explant, it was determined that the left cylinder was ruptured. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the pump did not reveal any visual damages or leaks. The inspection of the cylinders did identify a leak in one of the cylinders consistent with sharp instrument damage, and the other cylinder had been cut in half at the proximal end. Functional testing of pump was performed, and the pump did not pass activation testing. Based on the information available and analysis results, the pump not passing the activation testing did confirm the product was not performing within product specifications and the conclusion of cause traced to component failure was chosen.